Event description:
It was reported that during a stenting treatment procedure the stent dislodged. During a kissing procedure at the bifurcation between the left anterior descending artery (lad) and the diagonal artery, the physician used a non-bsc catheter guide 6f, and 2 maverick balloons 2.5x9 and 2.5x15 into the lad. The stent was mounted into the diagonal artery but the stent dislodged prior to being deployed and it went back into the non-bsc catheter guide. No patient complications were reported and the patient's status is stable.

Event description:
It was further reported that the stent remained attached to the balloon (did not completely dislodged). The balloon was removed from the patient and another stent was implanted.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent detached from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The stent was also returned damaged at various points throughout and located near the midshaft of the device. Kinks were also noted along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The device was returned attached to a guidewire which was unable to be removed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the stent remained attached to the balloon (did not completely dislodged). The balloon was removed from the patient and another stent was implanted.

Manufacturer narrative:
Updated: describe event or problem. (B)(4).